Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -10.5/2.5/114 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2024. Excessive vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.